Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014, 1405-4005 and 1508-4001) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The available information indicates all hardware was removed in a revision surgery on (B)(6) 2018 due to recurrence. Although a number of factors could have contributed to the recurrence, additional information from the explanting surgeon indicates there was inter-cuneiform instability. Based on the available information, no deficiencies have been alleged/found with any tmc hardware nor was it a determining factor for performing the revision surgery. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2018, all tmc hardware was removed in a revision surgery on (B)(6) 2018 due to recurrence. There was no other report of any patient impact or injury as a result of this event.